Event description:
It was reported that the ilet device¿s touchscreen was shattered while in the user¿s pocket, after which the screen became unresponsive and the device could not be unlocked; the device otherwise remained functional and the user¿s dexcom g7 sensor use and data syncing were reviewed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.